Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, there was difficulty advancing the device down the duodenoscope. At the conclusion of the procedure, the balloon was deflated successfully; however, the device could not be withdrawn from of the scope. Consequently, the distal tip of the catheter, including the balloon, detached in the ampulla of the patient. The detached part was successfully removed from the patient using rescue graspers, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: inital reporter phone: (B)(6). Block h6: problem code 1069 captures the reportable event of catheter break. Block h10: investigation result a visual examination of the returned complaint device found that the catheter was cut; the other section of the catheter including the balloon was not returned with the device. A kink on the catheter was also noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, there was difficulty advancing the device down the duodenoscope. At the conclusion of the procedure, the balloon was deflated successfully; however, the device could not be withdrawn from of the scope. Consequently, the distal tip of the catheter, including the balloon, detached in the ampulla of the patient. The detached part was successfully removed from the patient using rescue graspers, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.